Event description:
It was reported that although the cartridge still contained 60 units of insulin, the pump declared a message instructing the customer to change the cartridge. Reportedly, the customer was unable to resume insulin delivery and subsequently the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 68-69 mg/dl.

Manufacturer narrative:
Device not returned.